Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2011 at the (B)(6)." Additional information received on 22feb2016: after extended hospitalization for bowel obstruction surgery ((B)(6) 2010), septic shock and other complications, patient was placed in skilled nursing facility. Subsequently transferred to (B)(6) hospital from (B)(6) 2011, with infected decubiti, chronic kidney disease, uti, hypertension, anxiety disorder, right leg pain and fever. Patient developed complications with "extensive right leg dvt" (confirmed by rle venous duplex ultrasound dated (B)(6) 2011), was no longer a candidate for anticoagulation secondary to bleeding from decubitus and abdominal wound, requiring cook celect filter to be placed on (B)(6) 2011, with no complications, via left common femoral artery. [Pt] indicates that he first experienced symptoms in 2013 (not specified) and first attributed the alleged bodily injuries to the filter in (B)(6) 2014, when being evaluated for kidney transplant. Per very limited medical records, was being evaluated for kidney transplant and CT dated (B)(6) 2011 showed, "tilted infrarenal ivc filter, with multiple legs projecting outside the ivc lumen. Please note that one ivc filter leg projects near the 3rd portion of the duodenum. Another ivc filter limb projects into the anterior l3 vertebral body, where there is a focal cortical defect and adjacent reactive sclerosis." Was subsequently informed that he could not have a kidney transplant until the filter was removed. Limited medical records indicates percutaneous removal, ultrasound guided via right jugular vein on (B)(6) 2015, (B)(6), prior to being placed on kidney transplant list. "Pre-existing infrarenal inferior vena cava filter with a fractured limb as mentioned above. Successful retrieval of the entire filter which in intraluminal in the inferior vena cava as mentioned above." Spot fluoroscopic images of the abdomen [on (B)(6) 2015] demonstrate a tilted inferior vena cava filter with a broken dominant limb extending over the l3 vertebral body and corresponds to what is seen on CT as a broken limb outside the ivc and protrudes into the anterior portion of the l3 vertebral body." Percutaneous removal on (B)(6) 2015 at (B)(6), prior to being placed on kidney transplant list. Patient outcome: additional information received on 22feb2016: alleged tilt, vena cava perforation, fracture, portion of fractured limb is unable to be retrieved.

Manufacturer narrative:
(B)(4). Summary of investigational findings: since no device or imaging studies have been made available and only very limited hospital and medical records have been made available the exact root cause for what caused the alleged tilt, perforation and fracture of one leg are unknown. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Based on investigation of device history records, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2011 at (B)(6)." Additional information received on 22feb2016: after extended hospitalization for bowel obstruction surgery ((B)(6) 2010), septic shock and other complications, patient was placed in skilled nursing facility. Subsequently transferred to (B)(6) from (B)(6) 2011, with infected decubiti, chronic kidney disease, uti, hypertension, anxiety disorder, right leg pain and fever. Patient developed complications with "extensive right leg dvt" (confirmed by rle venous duplex ultrasound dated (B)(6) 2011), was no longer a candidate for anticoagulation secondary to bleeding from decubitus and abdominal wound, requiring cook celect filter to be placed on (B)(6) 2011, with no complications, via left common femoral artery. [Pt] indicates that he first experienced symptoms in 2013 (not specified) and first attributed the alleged bodily injuries to the filter in (B)(6) 2014, when being evaluated for kidney transplant. Per very limited medical records, was being evaluated for kidney transplant and CT dated (B)(6) 2011 showed, "tilted infrarenal ivc filter, with multiple legs projecting outside the ivc lumen. Please note that one ivc filter leg projects near the 3rd portion of the duodenum. Another ivc filter limb projects into the anterior l3 vertebral body, where there is a focal cortical defect and adjacent reactive sclerosis." Was subsequently informed that he could not have a kidney transplant until the filter was removed. Limited medical records indicates percutaneous removal, ultrasound guided via right jugular vein on (B)(6) 2015, (B)(6), prior to being placed on kidney transplant list. "Pre-existing infrarenal inferior vena cava filter with a fractured limb as mentioned above. Successful retrieval of the entire filter which in intraluminal in the inferior vena cava as mentioned above." Spot fluroscopic images of the abdomen [on (B)(6) 2015] demonstrate a tilted inferior vena cava filter with a broken dominant limb extending over the l3 vertebral body and corresponds to what is seen on CT as a broken limb outside the ivc and protrudes into the anterior portion of the l3 vertebral body." Percutaneous removal on (B)(6) 2015 at (B)(6), prior to being placed on kidney transplant list. Patient outcome: additional information received on 22feb2016: alleged tilt, vena cava perforation, fracture, portion of fractured limb is unable to be retrieved.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter. As catalog number is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2011 at (B)(6)." Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event and product problem to adverse event. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 01/04/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to dvt and had a successful retrieval on (B)(6) 2015. The retrieval of the filter body was successful, but the fracture that was seen outside the wall of the inferior vena cava and protruding into the anterior aspect of the l3 vertebral body was allegedly not removed. Plaintiff is alleging tilt, vena cava perforation, fracture, other: fractured limb is unable to be retrieved.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2011 at (B)(6) hospital." Patient outcome: it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, tilt, vena cava perforation, fracture, other: fractured limb is unable to be retrieved'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.